Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced high glucose while using the ilet after running out of insulin, disconnecting from the pump for several hours, and subsequently performing a supply change; the user reported a blood glucose of 370 mg/dl with readings above 180 mg/dl for about three hours, and stated they would monitor for downward trending. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization, no emergency treatment, and no long-term impairment. Investigation included troubleshooting and education regarding resuming therapy and monitoring glucose trend after supply replacement. Investigation of this case revealed that the event was associated with interruption of insulin delivery due to user being out of insulin and pump disconnection, with device function restored after supply change. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of insulin delivery.